Event description:
The account alleged the bed will not go into trendelenburg or reverse trendelenburg function. No injury reported.

Manufacturer narrative:
The account replaced the pivot assembly to resolve the issue.